Event description:
It was reported that a small volume intermate had a white particle floating inside of the solution of the device. This was discovered after the device was filled with aztreonam (baxter compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the lot was manufactured from november 5, 2014 to november 10, 2014.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.